Event description:
It was reported via legal complaint that patient underwent hemi-arthroplasty on (B)(6) 2009. Subsequently, the patient's hip dislocated and a closed reduction procedure was performed on (B)(6) 2009. An open reduction was then performed on (B)(6) 2009, with the modular head being removed and replaced, after patient's hip dislocated again. On (B)(6) 2009, the patient was revised due to dislocation. Patient reportedly expired on (B)(6) 2009.

Event description:
It was reported vial legal complaint that patient underwent hemi-arthroplasty on (B)(6), 2009. Subsequently, the patient's hip dislocated and a closed reduction procedure was performed on (B)(6), 2009. An open reduction was then performed on (B)(6), 2009, with the modular head being removed and replaced, after patient's hip dislocated again. On (B)(6), 2009, the patient was revised with all components removed and replaced, due to dislocation. Patient reportedly expired on (B)(6), 2009.

Manufacturer narrative:
This report is being filed to correct the description of the event and the explanted date. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning". The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This is MDR two of three (1825034-2011-00770 through 00772) for this event. This report is based on allegations set forth in the plaintiff's complaint, and the allegations contained therein are unverified. This report submitted (B)(4), 2011.